Manufacturer narrative:
The customer reported that one of the hard drives on the cns (central monitoring system) had a failure. The biomed replaced the hard drive and the new hard drive failed. The biomed was able to get the cns working but it was reported to have been freezing. The customer was advised that they should not use the cns until the hard drive replacements were received from nihon (B)(4) and were installed. Two hard drives were configured and provided to the customer. Nihon (B)(4) received and evaluated the returned hard drives and the problem was duplicated. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) had a hard drive failure.